Event description:
The customer reported that while the panorama central station was in use monitoring patients along with bedside monitors and ambulatory telepacks, there was no signal from the telepacks or bedside monitors. No patient injury was reported.

Manufacturer narrative:
The company service representative replaced the power supply in the tim transceiver. The system was tested to factory specifications. It functioned normally and was returned to use.